Event description:
It was reported that while reaming, there was a decrease of the power of the handpiece and that there was metal abrasion. There was no report of injury or medical intervention associated with the incident. No add'l clinical info was received prior to this report.

Manufacturer narrative:
The device was returned to the MFR; however, the investigation was not completed at the time of this report. A f/u medwatch will be submitted once the investigation is complete.